Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00875 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) with bleeding varices performed on (B)(6), 2011. According to the complainant, for the first device, during preparation, it was reported that when the package was opened, they found that the suture on the ligator head was broken. For the second device, it was reported that when they deployed the bands the bands fell off the varices. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the ligator head was in its wrapper packaging and was unopened. The suture (ligator thread) loop was found broken. The loop knot was found intact indicating that the knot was adequately processed during manufacturing. No other damages were observed on the ligator head assembly. The ligator assembly was the only part of the device returned. Based on this evaluation, it is likely that the defect on the ligator thread occurred due to shipping/handling/unpacking of the device, therefore the most probable root cause has been determined to be handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00875 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) with bleeding varices performed on (B)(6), 2011. According to the complainant, for the first device, during preparation, it was reported that when the package was opened, they found that the suture on the ligator head was broken. For the second device, it was reported that when they deployed the bands the bands fell off the varices. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.